Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid leak. It was noted that the left cylinder was compromised due to hole or a connection issue. No patient complications were reported.